Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device did not have the correct drug library loaded. There was patient involvement and was reported the patient "passed away". Although multiple attempts were made for event clarification, the customer did not provide any additional information.

Manufacturer narrative:
Note that upon further follow-up with the complainant, it was deemed that the death as previously reported is unrelated to the event. Per report, the patient was under "end-of-life" care at the time of the event and the delay in the administration of morphine (pain medication) via pump did not cause nor contribute to the death. The patient reportedly received an IV push dose of morphine instead as ordered by the provider. Investigation summary: the reported issue that there was a morphine pca dose order that exceeded 35% rule was reportedly confirmed and was determined to have been a data set issue with the morphine concentrations and not the result of any device malfunction. The medication order was for morphine at 1mg/ml (30mg/30ml) with the ordered infusion rate at 30mg/h; however, the order had exceeded the pca 35% rule design which would only allow a max delivery of 10.5mg/h (30mg x 35% = 10.5 mg). The facility corrected the issue after bd technical support provided the facility with the information on the pca 35% rule. The facility updated the data set concentrations for morphine by adding a concentration at 150mg/30ml. The higher concentration with the pca 35% rule now allowed a maximum delivery rate of 52.5mg/h (150mg x 35%= 52.5mg). The updated morphine at 150mg/30ml allowed for the higher infusion rate order of 30mg/h without exceeding the pca 35% rule design. The devices and logs were requested but were not provided to bd for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Omit: event attributed to, date of death, concomitant med prod data, other occupation, e2401 - insufficient information, f02 - death,a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable. Correction: adverse type, death?, describe event or problem, medical device type, medical device catalog #, medical device model #, initial reporter occupation, report source, report source other, PMA / 510(k)#,type of reportable events. Additional information : imdrf annex e,f,a,b,c,d and g codes.

Event description:
It was initially reported that the device did not have the correct drug library loaded. There was patient involvement and was reported the patient "passed away". Bd has learned addition information. It was clarified by the hospital's pharmacist that they have the "correct alaris version on the pump." The medication order was for morphine 1mg/ml (30mg/30ml) and the ordered infusion rate was 30mg/hr. When the user attempted to program the infusion, they "realized that the max rate we can program through the pump was about 10mg/hr." Due to this, the clinician "called the provider and 2 pumps were utilized to infuse 20 mg/hr. For the patient. " the event occurred on an "end-of-life" care patient that was "dying" and in need of comfort care. When asked if the delay contributed to death, the customer stated "no" as the "doctor ordered extra IV push dose of morphine to keep the patient comfortable.". The pharmacist reported that "there is no issue with using incorrect data set. We learned that the 35% rule prevented us to exceed(ing) the 30 mg x 35% = 10.5 mg (or 10.5 ml)." Because of this, their pharmacy team "added new concentration 150 mg/30 ml to the pump to allow higher rate. We tested out and it worked nicely.". Note that per alaris user manual, "to reduce the instances of programming errors, the pca module checks the total volume of all programmed pca parameters against a percentage (35%) of the capacity of the installed syringe. A pca infusion can only be started when the total programmed volume is less than 35% of the syringe capacity. The pca module volume check includes one hour of continuous dose, pca dose, bolus dose, or loading dose. If the programmed volume is 35% or more of the capacity of the installed syringe during initial or subsequent programming, the clinician is presented with an alert which requires a reprogram." The customer was made aware of this as noted above.